Manufacturer narrative:
There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Operator of device is unknown.

Event description:
It was reported that the pump exhibited error code 45986 during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal and battery door were both missing upon receipt, and the lens was scratched. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, no issue was found. Root cause of the reported issue is unknown as no problem was found. It was recommended that the device software application reinstalled to solve the customer issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.